Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guidewire separated at 51.7cm from its proximal end. The guidewire was kinked at the separated site. The guidewire distal separated section was slightly twisted. The guidewire was found to be bent on several places along its length and the polytetrafluoroethylene (ptfe) coating was observed to be peeled off at 35cm from its proximal end. The ptfe coating appeared to have been scrapped off of the guidewire with the torque device collet. The guidewire was conforming to its required dimensional specifications. Due to damages found on the guidewire a functional test could not be performed. The cause for the observed scraped/peeled ptfe is believed to be related to the dfu instruction not being followed since the device directions for use (dfu) precautions that excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire. The guidewire fracture site was examined and found to be related to manipulation of the wire, as the fracture zone appeared to be related to overload. Therefore, a root cause of human factors has been assigned to this investigation.

Event description:
It was reported that the guidewire was broken. This occurred during preparation and therefore there was no patient involvement.

Event description:
It was reported that the guidewire was broken. This occurred during preparation and therefore, there was no patient involvement.